Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During disassembly of the device to determine root cause, the technician observed extensive water damage. The device was unrepairable and labeled not certified for clinical use. No obvious signs of mishandling or customer tampering was found. Analysis of reports of this type has not identified an increase in trend.